Event description:
Initial information was received on (B)(6) 2013 from a consumer's mother. This (B)(6) year old female child used colgate smiles 2-5 year old toothbrush (lot # 4082ob) and a bristle became stuck in her throat. She began using the toothbrush three times a day on (B)(6) 2013 (frequency unknown). Subsequently, on (B)(6) 2013, the child was brushing her teeth and started crying. The mother noticed a bristle stuck in the child's throat. Per the mother, "the child was rushed to the hospital and met the otolaryngologist who removed the bristle that was stuck in her amygdala (tonsil) with tweezers. The child recovered and was discharged that same day. Use of the toothbrush was discontinued on (B)(6) 2013. At the time of this report, the child had recovered. This case is also referenced as (B)(4).